Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 5.5 mmol/l. The customer stated that they have been using the reservoir for about 4-5 weeks and it always has air bubbles. The customer stated the air bubbles always appear during filling. The customer stated that if he tickles the reservoir, the bubbles get bigger. The customer stated that if he tickles too gently, the bubbles stay inside. The customer will be sent a replacement reservoir.